Manufacturer narrative:
The end-user facility would not release the device and therefore the device was not available for evaluation. Photos were provided which confirmed the cable was in two pieces and a small ~1mm hole was noted in the cable (although the exact location in relation to where the cable had split was unclear). The user facility confirmed that the pencil passed its insulation check before being sterilized for reuse. The IFU, instructions for use, states "these devices are designed for 50 repeated uses when used in accordance with these instructions... Care in use and handling will help ensure the useful life". The IFU also states "maximum voltage is not to exceed 5.5kv peak". It is unclear how many times the device had been resterilized and reused, as well as unclear as to what voltage setting the device was utilized in. A DHR, device history record, review was not possible as the lot number was not made available by the end-user. A two (2) year complaint history review for this device revealed this as an isolated incident for this device family. (B)(4). The device, a reusable foot control pencil, are designed to be used as accessories in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. Their use enables the end-user to remotely conduct an electrosurgical current to the operative site for the desired surgical effect. To ensure proper function of the reusable foot control pencil and to reduce the risk of patient injury, the IFU provides the following precautions and warnings: these devices should never be used when there is visible evidence of damage to the exterior of the device, such as cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration; in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not directly secure the cable with metal instruments to surgical drapes. Activation of the pencil in contact with metal instruments may cause burns at the tissue/instrument interface. To avoid burns never allow cable associated with this device to be in contact with skin of patient or touching operator. Do not immerse or saturate pencil or cord in fluid. Do not pull on or stretch the cord. These devices should be inspected before each use and should not be used if damage is found. Visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts; broken or significantly bent connector contacts; verify that the electrode is fully and securely seated in the handpiece before use. Discard devices that have reached their life expectancy. Device being evaluated by healthscope.

Event description:
The end user facility reported that during use of a conmed reusable foot-activated electrosurgical pencil in a breast augmentation procedure, there was a 'bang' sound. Upon inspection the device cord was found to have split in two and there was a small burn mark on the drape where the explosion had occurred. The sheet under the drape was not burnt and neither the patient nor surgical staff were otherwise affected. The nursing staff quickly pulled the pencil connector out of the system 5000 esu. The pencil in question had its insulation tested prior to sterilization and the insulation passed the testing. The electrosurgical pencil, patient plate, and esu were replaced and the procedure continued without further incident. The patient was not affected, there was no patient injury as a result of this reported incident.